Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system after an occlusion alert was received and dismissed, with the ilet report indicating no insulin delivery for several hours and a recorded blood glucose of 303 mg/dl; the user subsequently announced a meal and the system delivered 2.94 units, and the user uses contact detach 23"-6 mm infusion sets. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included review of device data and user interview, including assessment of potential infusion set or tubing obstruction. Investigation of this case revealed that the hyperglycemia was associated with interrupted insulin delivery consistent with an occlusion event, with a potential external contributor such as tubing compression from an elastic band or body position, although the exact cause remained unclear and no further occlusion alerts occurred after the initial alert was cleared. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.